Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturing representative (rep) that increases in intensity were unable to be made to some programs. The rep ran impedances and found that contacts 4 5 6 11 12 13 indicate possible short. They programmed around the contacts indicating possible short. The issue resolved. The patient is a live with no injury.